Event description:
Asku

Event description:
It was reported the patient died an unidentified death. No further information was provided. The cause of death and the date of death has been requested and not received. Follow up revealed the patient had been pacemaker dependent and the "chief physician of the patient judges that the death cause is not caused by a device." The results of the autopsy were not available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
(B)(4). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died an unidentified death. No further information was provided. The cause of death and the date of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.